Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the equipment failed to pass the obm test, failed to calibrate the o2 sensor, out of range. The 14.02.05 software has been reinstalled; the calibration has been performed and continues to fail. The pca o2 with sensor must be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.